Manufacturer narrative:
The hcg stat reagent lot number was 821080 with an expiration date of 26-feb-2026. Calibration was last performed on 09-jan-2025 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. An "abnormal sample aspiration" alarm was observed on the alarm trace data from (B)(6) 2025. The field service engineer (fse) found the bead mixing paddle was slightly off-center and there was buildup on the procell/cleancell reagent nozzles. The fse adjusted the bead mixing paddle and cleaned the nozzles. An instrument check was within specification. The customer ran acceptable qc. The service actions resolved the issue.

Event description:
We received an allegation of discrepant low results for 2 patient samples tested for elecsys hcg stat (hcg stat) on a cobas e 601 module. Patient 1 initial result was 1.33 miu/ml. This result was reported outside of the laboratory where the physician requested repeat testing. The repeat result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 95,640 miu/ml. The sample was repeated further with a result of >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 97,472 miu/ml. On (B)(6) 2025 patient 2 initial result was <1 miu/ml with a data flag. The repeat result was 478.7 miu/ml. The questionable result for patient 2 was not reported outside of the laboratory. For both patients, the repeat results were believed to be correct.

Manufacturer narrative:
A component code and type of investigation code were added.